Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the lock line and difficulty removing. It was reported that this was a mitraclip procedure, treating degenerative mitral regurgitation (mr) of grade 4+. There was a 1cm mitral valve flail at the medial commissure and a large lateral prolapse. Two clips were implanted at the medial commissure. A third clip delivery system (cds) was advanced to the mitral valve and the clip was positioned at the prolapse. The lock line was flossed and no issues were noted; however, during lock line removal, after the line was retracted approximately 6 inches, it became stuck in the cds. It was felt that there was a knot in the line, as no issues were noted when flossing the line. The cds was removed and the lock line was then able to be removed. No portion of the lock line remained in the patient anatomy. The clip was successfully deployed and remained well attached to the leaflets. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. Based on the information reviewed, while the reported difficulty removing the lock line appears to be the result of the reported knot, a definitive cause for how the knot formed could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.